Manufacturer narrative:
The initial "date received by manufacturer" on emdr (B)(6) with MFR report number 3030677-2024-004166 should be 24november2024.

Manufacturer narrative:
The initial "date received by manufacturer" on emdr 5448544 with MFR report number 3030677-2024-004166 should be 24november2024.

Event description:
It has been reported that the device is failing self-test.